Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys probnp ii immunoassay results on the cobas e 411 immunoassay analyzer. The initial probnp result was 18.9 ng/l and was reported outside of the laboratory. The repeat results were 2249 mg/l and 2340 ng/l. There was no allegation of an adverse event. The reagent lot number was 00358679.

Manufacturer narrative:
It was indicated that the operator had not correctly placed the cups in the incubator station. This was corrected by the engineer. The investigation determined that the issue found by the fse was the root cause of the event.